Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the fluid path components found the exposed portion of the soft cannula to be damaged. Fluid did not flow through the complete fluid path as it was observed to leak from the tear in the exposed portion of the soft cannula. The timing and cause of this damage could not be determined. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. Inspection of the phb data showed that the agc algorithm was able to appropriately adapt to changes to egvs and user inputs. No other damages or deficiencies were found that would result in the device failing to deliver insulin.

Event description:
It was reported the patient's blood glucose level rose to 260 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking and insulin was not being delivered as intended.